Event description:
It was reported during the implant procedure that the lead would not stay in position in the patient. The lead was not implanted and no patient complications were reported as a result of this issue.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B) (4) no anomalies found; full lead returned and analyzed.